Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus france (ofr). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the distal end of the subject device tested positive for bacillus (1cfu/100ml) but the test result cleared french guideline. In the test, the test result on the channels indicated no microbial growth for the subject device. The exact cause could not be determined.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for enterobacter(11 cfu/100ml) during a routine surveillance culturing test by the user facility. The portion of the subject device, where the microbes were detected, was not reported. The subject device had been brushed manually using a non-olympus cleaning brush(life partner, cj-kedb-230-06) and disinfected manually with peracetic acid (anioxyde 1000). After reprocessing, the subject device was stored in a storage cabinet (wassenburg). There was no report of patient infection associated with this report.